Event description:
There was a sensor error while the ablation catheter was in use. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).